Event description:
A piece of plastic "cut out" to form the murphy eye of the endotracheal tube during mfg was located in the folds of the deflated tube cuff. The problem was found upon opening the pack and the device was not used.